Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie failed following the deployment of the total firmware package on version 1.4.4.2 to windows 10 devices. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height cubie failure occurred following deployment of the total firmware package on 1.4.4.2 / windows 10 devices. A technical support specialist (tss) was confirmed that deploying firmware package 10000451400 00 es total firmware package 1.0.5.10 (build 7) upgraded the firmware updater to version 1.8.2.12 on devices running 1.4.4.2, resulting in loss of access to legacy gen 1 full height cubie drawers. While shield and development teams work toward a permanent resolution. The device was remediated using the steps in knowledge article legacy full height drawer no longer accessible after applying firmware 1.8.2.12 (pi 1401658), including rolling back the firmware to version 1.8.2.3. After remediation, the customer confirmed full access to all drawers with no further issues. The system functioned as intended after the technical support specialist troubleshot the device.